Event description:
Patient started complaining of knee pain. Follow-up x-rays showed a narrowing of space between the patella and femoral components. Patella replaced with an all plastic patella (cemented). Tibial component showed some wear also. Tibial component was removed, tibia recut, and new baseplate and insert implantedinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.